Event description:
Information was received from a patient regarding an implanted infusion pump for malignant pain. It was reported that "sometimes they get stuck" and the device often showed "no pump available" and they got another error. The patient mentioned that it got difficult to connect at night. This had been happening for the last 2 weeks. Patient services assisted the patient in clearing data and they were able to connect to the pump much faster. Patient services reviewed device function. 2026-01-07 patltr (con): additional information received from the patient indicated that, in regards to the specific error code or message that occurred, "the connection was denied, 'no pump response', searching for pump until finding it. The patient attempted to resolve the error message on multiple occasions. They reset, turned both devices/on off on multiple attempts. They called technician for support and was able to resolve but it did not have consistent delivery of medication. The patient had a new device sent to them.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.